Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the surgeon had trouble acquiring cyclotorsion and was unable to detect the pupil. The eye tracker in the patient¿s right eye was lost or inadequate, cutting in and out during the refractive surgery.

Manufacturer narrative:
Additional information provided in b.5., h.3., h.6., and h.11. A review of the device history record (DHR) traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Technical review of the lates on-site visit is not possible as the device is not listed in service max. Logfile review for the day of treatment shows all laser system functions were within specifications for the respective treatment. The reported treatment could be identified in the logfile. Prior to the reported treatment the same treatment was already loaded, however, due to issues during tracking the treatment was aborted by the user. The logfile shows that the reported treatment of right eye was performed successfully with five interruptions. The interruptions were caused by the device being unbale to detect the patient pupil, indicated by the info message ¿no pupil detected. Adjust patient and go on with laser pedal. Eight zero night three shots were requested, eight zero night three shots were fired. Review of the logfiles for the treatment day does not show any other relevant warning or error messages. The root cause could not be identified during logfile review. No technical root cause could be identified. The system was working within specification. No complaint-related product is expected to return for investigation. No device related issues were identified based on the provided data. Therefore, the case is coded as "inconclusive - product met specifications". Most likely reason for the event is a combination of eye movement and suboptimal infra red illumination. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the surgeon had trouble acquiring cyclotorsion and was unable to detect the pupil. The eye tracker in the patient¿s right eye was lost or inadequate, cutting in and out during the refractive surgery. Additionally, the tracker was going on and off for no reason.